Manufacturer narrative:
Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the resolution clip was deployed in the colon but the clip would not release from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design and a kink was noted. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a resolution clip device was used during a colonoscopy procedure on (B)(6), 2013. According to the complainant, during the procedure the resolution clip was deployed in the colon but the clip would not release from the delivery system. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.